Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: boston scientific ipg implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent non capture on the implantable pacing lead caused multiple syncopal episodes. Loss of capture was noted on telemetry at a later date. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.